Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported by patient's attorney as a result of a legal claim that allegedly the patient sustained personal injuries in an incident that occurred on (B)(6) 2016 due to a defective hip replacement.